Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient with this device received inappropriate shock therapy due to t-wave oversensing. The physician elected to reprogram the devices sensing vector and submitted data for smart pass mitigation. The data review confirmed smart pass application, although not available in this device model, would not have omitted the t-wave oversensing seen during this episode. There were no resulting adverse patient effects and no other system changes have been implemented. Subsequently, the device was explanted and returned for analysis. The field representative stated the explant of this device was elective in favor of a transvenous system.

Manufacturer narrative:
(B)(4); following completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device received inappropriate shock therapy due to t-wave oversensing. The physician elected to reprogram the devices sensing vector and submitted data for smart pass mitigation. The data review confirmed smart pass application, although not available in this device model, would not have omitted the t-wave oversensing seen during this episode. There were no resulting adverse patient effects and no other system changes have been implemented. Subsequently, the device was explanted and returned for analysis. The field representative stated the explant of this device was elective in favor of a transvenous system.